Event description:
It was reported that the balloon of a large volume intermate burst. It was further reported that about 10ml was left at the bottom of the device. The issue was identified during patient infusion. The device was filled with caspofungin 70mg in 250 ml sodium chloride 0.9%. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the balloon of a large volume intermate burst. It was further reported that about 10ml was left at the bottom of the device. The issue was identified during patient infusion. The device was filled with caspofungin 70mg in 250 ml sodium chloride 0.9%. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to d9, h3, h4, h6 and h10. H4: the lot was manufactured between june 03, 2021 to june 04, 2021. H10: the device was received for evaluation. Visual inspection was performed and revealed that the bladder was ruptured. The ruptured bladder was examined to identify any issues that could have caused the rupture. No signs of abnormality were observed. The reported condition was verified. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.